Event description:
A biomedical engineering technologist reported a system message was displayed during a procedure. The system was switched out and the case was completed with no impact to the pt reported. Add'l info was received from the specialty team coordinator reporting that the reported event occurred when the surgeon was switching from phaco to irrigation/aspiration.

Manufacturer narrative:
The company rep examined the system and observed multiple times an intermittent "liquid vent failure" system message. The company rep did not observe any balanced salt solution (bss) buildup or vent valve sign of wear and reconnected all cables and connectors, however, the issue persisted. The company rep then replaced the fluidics module. The system was then tested and met product specs. The replaced fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).